Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen screen. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 300mg/dl at the time of the incident. The customer treated with a shot. The customer was advised to observe the time clock for one minute, and the customer stated that the screen kept freezing during time and date reset process. The customer was instructed to remove the battery and insert a new one, but the insulin pump was frozen even after three minutes of observation. The customer stated that there was no alarm or no unresponsive buttons. Troubleshooting did not resolve the issue and display remained frozen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen screen when reset time/date anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.